Event description:
The following description was received by the cdrh on (B)(6) 2017 with the assigned MDR report key 6259585: approximately 1mm part of a 3mm spike was gone at the end of surgery. Response: this event was initially received as a complaint on (B)(6) 2015. It is documented in innomed's internal complaints database. A thorough examination ensued, and a root cause was established. Corrective and preventive actions were implemented to fix the described issue, and prevent its recurrence. Containment activities were also performed. A copy of the investigative report was forwarded to the contact. The contact never responded. Medwatch form 3500a was received at innomed on jan. 23rd with the same description as above. The initial reporter identified on the form was phoned and explained that innomed had previously received the same complaint from the same user facility regarding the same device and lot number. The complaint was addressed with the aforementioned actions and follow up activities were performed. The initial reporter at the time did not respond to the results of the investigation. The current initial importer relayed that a follow up response to the relayed information would be completed.